Event description:
It was reported that a cartridge alarm 16 occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was successfully loaded.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.